Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 7/17/2018 resulted in defect found; returned test strips produce low readings and the event was determined to be reportable. R&d final root cause: most likely underlying root cause of low results are due to improper storage affecting the cover and causing blood leakage. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint of high blood glucose results. During the call on (B)(6) 2018 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Back to back blood test was not performed during the call on (B)(6) 2018. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 12/21/2019 and open vial date was one week. Adverse event not reported at time of call.